Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-nov-08. The patient's baseline weight was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type catheter. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-nov-15. It was reported that the expected volume was 2.6ml and the actual volume was 4.1ml.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was explanted and replaced on (B)(6) 2018. The device disposition was unknown. The cause of the catheter leak was not determined. The issue resolved without sequelae on (B)(6) 2018.

Event description:
Additional information was received from an hcp via a clinical study on 2018-nov-15. It was reported that the expected volume was 2.6ml and the actual volume was 4.1ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving fentanyl (1500.0mcg/ml at 728.1mcg/day) and bupivacaine (30.0mg/ml at 14.562mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a volume discrepancy was observed at a pump refill on (B)(6) 2018. On (B)(6) 2018, a catheter access port (cap) dye study was performed and the results indicated that the pump was functioning accordingly. On (B)(6) 2018, the patient complained of severe low back pain, and the device diagnosis was a catheter occlusion. No other actions were taken. The event was ongoing and resulted in an unscheduled clinic or office visit. The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter was explanted/replaced on (B)(6) 2018. The device disposition was unknown. The device diagnosis was updated to catheter leakage. The outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.